Manufacturer narrative:
Date of event: (B)(6) 2021. Date of this report: 17feb2021.

Event description:
The customer reported that the unit does not switch on. The power supply is defective. The power supply needs to be replaced. The field service engineer (fse) evaluated the unit and found that the power supply is defective, the power supply needed to be replaced. The customer reported that the unit was not in use on a patient. The fse returned the ventilator to the customer not repaired. The ventilator has reached the end of life (eol). The esprit/v200 is an end of life product and no longer being supported by philips.